Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unusual (other) issue. The reporter stated that yesterday they went to wake up the pump and when they pressed a button a grey screen came up with a power bar and iob on the display, they pressed button again and got main menu. The reporter stated that the same issue occurred this morning when they woke the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the pump performed the ezprime steps with no unusual issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no unusual issues occurring. The vibe users guide states that if the contrast button is used to wake the pump, the pump will display the cgm data screen. The cgm data screen shows a trend graph as well as the current iob. After allowing the pump to enter sleep mode, the contrast button was pressed and the cgm data screen appeared as per normal pump function. No defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.